Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent had detached and was not returned for analysis. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral. The 90% stenosed target lesion was located in the tortuous and moderately calcified right coronary artery (rca). This 4.0x12mm promus premier stent was selected. The physician attempted to deliver the stent into the mid rca just past the proximal bend, but was unsuccessful. It was noted that guide support was not great and there was not much manipulation with the stent, no excessive forward or backward pressure was exerted on the stent system. An attempt was made to retrieve it back into the guide in a normal manner, with resistance noted. With a backward pull into the guide, the stent completely came off of the balloon. Then it was deployed in the site using an unspecified small balloon and then a 4.0 nc quantum apex balloon catheter. Then they used a promus element which slid in smoothly even through they deployed stent into the mid segment. Another promus element stent was deployed proximally and the procedure was completed with a good end result. No further patient complications were reported and that patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral. The 90% stenosed target lesion was located in the tortuous and moderately calcified right coronary artery (rca). This 4.0x12mm promus premier stent was selected. The physician attempted to deliver the stent into the mid rca just past the proximal bend, but was unsuccessful. It was noted that guide support was not great and there was not much manipulation with the stent, no excessive forward or backward pressure was exerted on the stent system. An attempt was made to retrieve it back into the guide in a normal manner, with resistance noted. With a backward pull into the guide, the stent completely came off of the balloon. Then it was deployed in the site using an unspecified small balloon and then a 4.0 nc quantum apex balloon catheter. Then they used a promus element which slid in smoothly even through they deployed stent into the mid segment. Another promus element stent was deployed proximally and the procedure was completed with a good end result. No further patient complications were reported and that patient¿s status is fine.